Manufacturer narrative:
The customer-reported issue was confirmed during investigation testing as the locking mechanism of the caddy handle would not function properly to lock the handle in either the up or down position. The root cause was determined to be a malfunction of the handle assembly caused by latch pin holes not aligning with latch assembly locking pins, likely due to rough handling. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion driver caddy was not supporting a patient. The companion driver caddy has been returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The supplier, a syncardia authorized warehouse, reported that the locking mechanism on the companion driver caddy handle did not work properly.